Event description:
It was reported during a da vinci-assisted prostatectomy - radical with lymphadenectomy surgical procedure, the 8mm force bipolar instrument lost function. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Fa found the primary failure of the damaged insulation to be related to the customer reported complaint. For clarification, the force bipolar instrument was found to have damage to the conductor wire¿s insulation which did not exhibit the thermal damage and a piece measuring 0.043¿ in length was missing. The conductor wire was exposed, however no wires were damaged. The instrument passed electrical continuity test. For further clarification, the insulation damage is located where the grips open and close. As a result of the insulation being damaged, the grips cannot open and close properly. The loss of intuitive motion is caused by the insulation damage. The root cause of the damaged conductor insulation is attributed to a component failure. A review of the instrument log for the force bipolar (471405-06/n1421071190242) associated with this event has been performed. Per logs, the force bipolar instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 4 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the force bipolar instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.